Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt ill and experienced nausea and dizziness. The cgm was reading 400 mg/dl and the blood glucose reading was 600 mg/dl. He attempted to treat himself with unspecified type and dose of insulin, but when his symptoms and hyperglycemia did not improve so he went to the emergency department (ed). He was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin drip. He was discharged after 5 hours and did not require hospitalization. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The probable cause could not be determined via data or product investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.